Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. F6/f8 should have been left blank in the initial report. G1 reporting contact email corrected.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured cardiac arrest with a "possible" relationship to the impella device used: ¿after impella removed on (B)(6), pt with hypotension then pea/bradycardia- CPR started. Decision to place patient back on femoral va ECMO (venoarterial extracorporeal membrane oxygenation). Altogether, appx 15 mins from hypotensive episode to flowing on ECMO (extracorporeal membrane oxygenation). Decision not to replace impella as pt with 50 points pulsatility at this point¿. The patient recovered with sequelae.